Manufacturer narrative:
The probe was returned to neuwave and is being investigated. A review of the device lot history records indicated the probe met all specifications and passed all manufacturing tests. System logs were reviewed and power and temperature measurements were normal. A follow-up report will be submitted when the device investigation is completed.

Event description:
One lk20 probe was used to ablate 3 separate lesions in the right kidney. Case was performed laparoscopically with the probe placed through an introducer. The first two lesions were ablated without incident. The 3rd lesion on the upper pole of the kidney resulted in a skin burn at the entry point of the introducer. The size of the skin burn and any required care was not reported.